Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Please note that additional information was received in the following sections: 1. Section b5 2. Section h6 - clinical code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history including batch record was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report. Further information received on (B)(6) 2022 states that the patient was revised due to infection.